Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, patient complained about five infusion sets fell off. Infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1916051 - MDR 3003442380-2024-15090 - device 2 of 5.